Event description:
During the course of the procedure, an infant laparoscopic locking toothed grasper was inserted into the port for retraction. When the device was moved to a different area, the grasper no longer functioned. The device was visualized by the laparoscopic camera and the grasping linkage at the tin flared out from the instrument. With some manipulation the device was removed through the port. An x-ray performed at the end of the procedure identified a small remnant of the metal grasping device retained in the patient. Manufacturer response for laparoscopic grasper, rotolok laparoscopic instrument (per site reporter): still waiting for a response.

Event description:
During the course of the procedure, an infant laparoscopic locking toothed grasper was inserted into the port for retraction. When the device was moved to a different area, the grasper no longer functioned. The device was visualized by the laparoscopic camera and the grasping linkage at the tin flared out from the instrument. With some manipulation the device was removed through the port. An x-ray performed at the end of the procedure identified a small remnant of the metal grasping device retained in the patient. Manufacturer response for laparoscopic grasper, rotolok laparoscopic instrument (per site reporter): still waiting for a response.